Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. After initial deployment of the wds, contrast staining of the pericardium was observed and a perforation and pe at the laa was confirmed via transesophageal echocardiogram. The wds was recaptured and redeployed at the laa ostium. A pericardiocentesis was performed and greater than 500ml of red fluid was removed. Release criteria of the wds was met and the watchman flx closure device was released. Protamine 100mg was administered to reverse the heparin. A surgeon was called in to bring a cell saver to assist with an autotransfusion. The physicians then decided surgical intervention was necessary to repair the perforation. A thoracotomy was performed. The perforation was repaired, the watchman flx closure device was removed, and a non-boston scientific clip was placed on the laa. The patient recovered in the intensive care unit and was discharged five (5) days post-procedure.

Event description:
It was reported that perforation, pericardial effusion (pe), and cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system was positioned and a 31mm watchman flx closure device and delivery system (wds) were advanced. After initial deployment of the wds, contrast staining of the pericardium was observed and a perforation and pe at the laa was confirmed via transesophageal echocardiogram (tee). The wds was recaptured and redeployed at the laa ostium. A pericardiocentesis was performed and greater than 500ml of red fluid was removed. Release criteria of the wds was met and the watchman flx closure device was released. Protamine 100mg was administered to reverse the heparin. A surgeon was called in to bring a cell saver to assist with an autotransfusion. The physicians then decided surgical intervention was necessary to repair the perforation. A thoracotomy was performed. The perforation was repaired, the watchman flx closure device was removed, and a non-boston scientific clip was placed on the laa. The patient recovered in the intensive care unit and was discharged five (5) days post-procedure. It was further reported that the physician acknowledged having erroneously pushed the device into the roof of the laa, causing the perforation. Additionally, the physician notes using tee guidance without fluoroscopy.